Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced elevated and low blood glucose (bg values not provided). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.